Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the filters that were placed in the filter circuits of the 3100a ventilator are difficult to drain and are constantly wet causing the map (mean airway pressure) to fluctuate and at times it could not be dropped to lower values. The issue occurred during patient-use and the patient was manually ventilated before the device was replaced with another ventilator. There is low oxygen saturation and loss of lung recruitment due to low mean airway pressure.